Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the housing was protruding thru balloon. The catheter failed the leak test because it had damage balloon due to the housing puncture, however no other leaks were found.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. During the procedure, the pressure dropped significantly to 139 mmhg during the last 45 seconds. When the physician removed the fluid from the balloon, only 10 cc of 25 cc was able to be removed. The physician checked the balloon and noticed there was a hole. The procedure was completed with no adverse patient consequences.